Manufacturer narrative:
(B)(4). No further information is available regarding the outcome of this product issue. The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Also, high thresholds were noted. Subsequently, this lead was explanted and replaced. This rv lead has not been received for investigation at this time. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this system had been exhibiting rising shocking impedance measurements. A latitude red alert was subsequently generated due to high, out of range measurements. Additionally, elevated threshold measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low-voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high-voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Also, high thresholds were noted. Subsequently, this lead was explanted and replaced. This rv lead has not been received for investigation at this time. No additional adverse patient effects were reported.